Event description:
Complainant alleged that the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. However, upon inspection the customer's batteries were found to be depleted. It was determined through date coding that the batteries were older than the device and not new when installed into this device. The AED plus operator's guide instructs users "to insert 10 new batteries into battery well." And "do not use old batteries." This report has been attributed to incorrect installation of the batteries by the user. Analysis of reports of this type has not identified an increase in trend.